Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for label lift with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified.

Event description:
It was reported that an unspecified number of bd vacutainer® sst¿ blood collection tubes experienced label lift off/partial peel off which was noted prior to use. The following information was provided by the initial reporter: on (B)(6) 2019, before use this batch, the customer found many tubes label upwarp. Occurred rate 70%.